Event description:
Patient reported to have undergone a left knee arthroplasty on (B)(6) 2002. Patient further reported that a revision procedure was performed in (B)(6) 2014 due to a fractured polyethylene tibial bearing. Patient provided photographs of the explanted knee components which revealed the femoral component and tibial bearing were both fractured and had been removed during the revision procedure.

Manufacturer narrative:
Evaluation of the returned femoral component found evidence to suggest poor bone interdigitation and that a fatigue fracture occurred. Dimensional analysis could not be performed as the component was too badly damaged. The duration of life and condition of the implant suggested that the product was likely conforming when leaving biomet. The IFU indicates that poor fixation may lead to fatigue. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non union or excessive weight.¿.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05065/05612).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was unknown and reported in error on the initial report. Revision surgery took place on (B)(6) 2014. Product received on sep 8, 2014. Corrected data: event date is (B)(6) 2014. Correct explant date is (B)(6) 2014.

Event description:
Patient reported to have undergone a left knee arthroplasty on (B)(6) 2002. Patient further reported that a revision procedure was performed in (B)(6) 2014 due to a fractured polyethylene tibial bearing. Patient provided photographs of the explanted knee components which revealed the femoral component and tibial bearing were both fractured and had been removed during the revision procedure.